Manufacturer narrative:
(B)(4). The customer reported that the unit displayed a pads cable failure. The customer isolated the reported issue to the hands free cable. Replacing the hands free cable resolved the reported issue.

Event description:
The customer reported that the unit displayed a pads cable failure.